Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board header was loose on controller board on main drawer 3.1. A field service engineer (fse) reseated row board header and rebooted, then tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 6blue-a main drawer 3.1 failed and not detected on bus. Customers were not able to retrieve medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.